Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm catheter defective / damaged. On (B)(6) 2024, while a nurse in the surgery department was administering medicine to a patient, the indwelling needle hose suddenly ruptured and the medicine flowed out. The nurse immediately replaced the indwelling needle, reassured the patient, and contacted the procurement center.

Manufacturer narrative:
1. The customer returned 1 photo, but did not return the defective sample. The photo shows that the front end of the catheter is damaged. 2. DHR/bhr review lot#4052079 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test, the test result shows that no leakage is found at the catheter. 4. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30°, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle, do not bend the needle, and do not reinsert needle core into catheter. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows that the front end of the catheter is damaged, the root cause of this defect cannot be confirmed because there are no abnormalities in the manufacturing process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample is received to identify the damage state of the catheter.

Event description:
No additional information provided.